Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿the hernia sac was identified and dissected. A large ventralex st mesh (device 1) was placed beneath the fascia and secured using sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with removal of ventralex st mesh (device 1) and an implant of composix kugel mesh (device 2). Per operative notes, ¿the hernias sacs were dissected away. The old mesh (device 1) was excised. The composix kugel mesh (device 2) was placed into the peritoneum under the ventral hernia defect and sutured.¿ (B)(6) 2014 ¿ patient was diagnosed with ventral hernia, fascial dehiscence with contaminated mesh and fascial necrosis thereby underwent open repair with removal of mesh (device 2) and an implant of biologic mesh. Per operative notes, ¿the prior incision was reopened and found to have fascial necrosis and dehiscence, with some murky fluid in the wound, concerning for infection. The mesh (device 2) from prior hernia repair was presumed to be contaminated which was removed. A biologic mesh was placed into the peritoneum under the ventral hernia defect. The mesh was sutured to the surrounding fascia in an underlay position using sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent open repair. Per operative notes, ¿the bowel was readily identified within the hernia sac, and it appeared to have been scarred into the hernia, but there was no tightness of the hernia, no ischemia of the bowel, nor any obstruction. The hernia defect was closed using sutures.¿